Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the device will be repaired at the customer's site and therefore will not be returning to zoll.

Event description:
Complainant alleged that during biomed testing, displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.